Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a crack along battery compartment. Unrelated to the case, the display lens was scratched and the keypad was worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2013.